Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. However, no damage was observed on the dilator. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The resistance reported could be related to the valve dislodgment issue. Then, the lateral holes of the tip section inner diameter were measured, and dimensions were found within the specifications. Not observed other damages. A device history record was performed for the finished device batch number, and no non-conformances were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. A device history record evaluation was performed for finished device number 00002106, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab identified that the hemostatic valve was dislodged inside of hub component. During the procedure while setting up for the case, the medical team experienced a lot of resistance while pushing the dilator into the vizigo¿ sheath, and then it would not move at all. The dilator would not push through the sheath. There was no material causing the obstruction. There was no damage noted on the sheath. There was no occlusion noted either. The team tried flushing the sheath, but the issue was still there. The vizigo¿ sheath was replaced, and the issue was resolved. The case continued. No patient consequences were reported. Resistance with sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.